Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy, a portion of the device jaws started to melt. This happened inside of the patient's cavity while the surgeon was activating the monopolar function. All melted pieces were retrieved. There was no injury to the patient.